Event description:
It was reported by service report that the head right and left side rails were not latching and had holes in the hoops. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail hoop. Bent latch.